Event description:
Surgeon reports that lens was inserted into the eye and then it unfolded wrong, flipped over breaking the capsule and going into the vitreous. The lens was then removed.

Manufacturer narrative:
The complaint report of "lens would not be unfold" was not verified when the complaint lens was evaluated. The complaint lens was received in an "unfolded" condition upon receipt.